Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: thermometer, digital, clinical, single use.

Event description:
Thermometer beeps and if not removed from patient's mouth temperature is inaccurate and causes false readings. For example, when the thermometer beeped, if it didn't get removed from the patient right away, the temperature reading would continue to climb.

Event description:
Thermometer beeps and if not removed from patient's mouth, temperature is inaccurate and causes false readings. For example, when the thermometer beeped, if it didn't get removed from the patient right away, the temperature reading would continue to climb.